Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar interbody fusion with extension of posterolateral arthrodesis, thoracic eleven (t11) to t12, t12 through lumbar one (l1), l1 through l2, l2 through l3, l3 through l4, l4 to l5, l5 to sacral one (s1), s1 to s2. It was reported that while placing the sacroiliac screw on the right hand side, the stainless steel navigation probe tip broke. A 3cm small piece of stainless steel was deep in the iliac crest. According to the medical record, it would have required extensive drilling to remove, causing more harm than leaving it. A new trajectory with a new screw was placed, and the case was completed without further incident.